Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a spontaneous radial tear of the anterior capsule during phacoemulsification. Subsequently, this tear extended to the posterior capsule. No vitreous loss occurred. A multi-piece posterior chamber lenses was implanted with one haptic in the sulcus and the other on in the capsular sac. Upon follow up, the doctor stated the laser contributed to the cause of the capsule tear. The laser portion of the case was routine and reported as uneventful.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).